Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information received from patient reported that there was poor communication with the programmer (poor communication screen) to their implantable neurostimulator (ins). They were also unable to communicate using the recharger. The last time the patient felt the stimulation and had a successful charging session was 6-7 weeks ago. The reason the patient did not charge was that they were not able to connect to the ins was because they kept getting a reposition device. They thought they ins was "sitting kind of side ways" (not flat in the pocket) and could feel the top of the device (it was bumpy). The patient had pain at the ins site. The patient also thought the leads might have pulled out. Additional information received from the manufacturer's representative on july 1, 2016 reported that the patient's ins was sideways in the pocket. It was claimed by the patient that the leads were not connected. The battery had not been charged and had not worked for 2 weeks and it was noted the patient had difficulty charging. The patient did not have their recharger present at the visit so the device could not be interrogated. The patient was to contact the representative when they wanted to charge the battery. The issue was not resolved at the time of report. No surgical interventions occurred and it was unknown if any were planned. The patient status at the time of report was noted as "alive - no injury." It was noted that the patient had been released from the doctor's practice due to a "drug screen." The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.